Event description:
A portion of the lead was returned over a year and a half later from another manufacturer with no further allegations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that only three terminal legs were returned. Each of the terminal legs were severed at approximately five centimeters from the terminal end. The setscrew marks were noted to be in the correct location, thus indicating full insertion of the lead. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis was unable to confirm the field allegations with the returned portion of the lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had been lost to follow up for two years. Upon interrogation high out of range pacing impedance measurements of greater than 2500 ohms along with a decrease in rwave amplitude were observed to have started to occur approximately four to five months earlier. Inappropriately stored episodes due to oversensing of noise that led to pacing inhibition were also noted. Subsequently a revision procedure was performed where the pace sense portion of the right ventricular (rv) lead was surgically abandoned and replaced. The high voltage shocking portion of the rv lead remains in service. No additional adverse patient effects were reported.